Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 450 mg/dl while wearing the pod between 24 and 36 hours. The patient noticed the pod leaking. Due to elevated bg levels, patient was unsure if the cannula was properly seated in the infusion site.

Manufacturer narrative:
The device was received deployed. Inspection of the needle mechanism and cannula assembly found no damages or defects that would result in the cannula inserting improperly. The cause of the reported improper insertion could not be conclusively determined. A leak test was performed. No leaks or blockages were observed. Download data did not show any timeouts or drive stalls and no alarms were generated that would indicate any struggle to deliver insulin. No damages or defects capable of causing leaking during wear were observed.